Event description:
On (B)(6) 2026, a patient underwent a central venous catheter placement procedure by using central venous catheter. It was reported that during the procedure, it was noted that the catheter was allegedly leaking. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter 2.7f single-lumen products that are cleared in the us. The pro code and 510 k number for the broviac cv catheter 2.7f single-lumen products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter 2.7f single-lumen products that are cleared in the us. The pro code and 510 k number for the broviac cv catheter 2.7f single-lumen products are identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one broviac s/l catheter was received for evaluation. Three photos were provided for review. The first and second photo shows the product details mentioned on the package which are matched with tw details. The third photo shows catheter in unsealed package. No visual anomalies were noted. Visual, microscopic, tactile, functional and microscopic evaluation were performed. What appeared to be a split in-parallel, was noted on the catheter body approximately 2.8 cm from the distal end of the strengthening sheath. The edges were noted to be uneven. Upon infusion, a leak was observed from the split in-parallel on the catheter body while water exited the distal end. Throughout the infusion test performed, another leak was observed from the strengthening sheath, proximal to the distal end of the clamping sleeve, from what appeared to be another split in-parallel. The edges were noted to be uneven. Therefore investigation is confirmed for the reported fluid leak and identified fracture issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a central venous catheter placement procedure by using broviac cv catheter. It was reported that during the procedure, it was noted that the catheter was allegedly leaking. The procedure was completed using another device. There was no reported patient injury.